Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR is related to the retrospective review of complaints from companion medical inc, following medtronic¿s acquisition of the company in september 2020.

Event description:
The customer reported via phone call that the screw will no longer rewind all the way down. Customer stated they can twist the dose knob but when they tried to push down on the injection button it will not go down at all no matter what dose they dial. No harm requiring medical intervention was reported. The insulin pen will not be returned for analysis.